Event description:
A power-on-reset (por) condition was reported. Stimulation could not be adjusted and the patient programmer displayed a "call your doctor" icon. The patient's caregiver was instructed on how to clear the por condition. The patient programmer indicated the implantable neurostimulator (ins) was powered off. The ins was turned back on and the patient's caregiver was going to monitor the patient's symptoms and increase stimulation if needed.

Manufacturer narrative:
Recharger model 37651 serial# (B)(4); extension model 748251 serial# (B)(4) implanted (B)(6) 2007 explanted unk; lead model 3387s-40 lot# v014033 implanted (B)(6) 2007 explanted unk; lead model 3387s-40 lot# v014246 implanted (B)(6) 2007 explanted unk; adaptor model 64002 lot# n250517 implanted (B)(6) 2010 explanted unk; extension model 748251 serial# (B)(4) implanted 3/1/2007 explanted unk; programmer model 37642 serial# (B)(4).